Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are ¿ tyvek or thermoform sticking: observed delamination of the lid. As per the investigation procedure, were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "the inner tray was stuck to the outer tray and could not be removed." The device was taken out of packaging and was implanted for the patient.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: n/a. "Inner tray was stuck to the outer tray and could not be removed".

Event description:
Company representative reported, on behalf of healthcare professional. "The inner tray was stuck to the outer tray and could not be removed". The device was taken out and was implanted.